Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implanted lead. The patient reported that ¿they put the leads in my rump yesterday" and now they were going to have them removed. The patient also stated that ¿I¿m not feeling good¿. The patient had not discussed the issue with the patient and they had not had the device check done yet. No further information was able to be obtained. There were no further complications reported or anticipated.